Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine if this device performed as described in the field action. Concomitant product: icf09b45 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
The patient called and reported that they think something is going on with their pacemaker the past few days, they feel funny, and their heart is beating too fast intermittently. Follow-up was conducted with the clinic and the patient has been non-compliant with their follow-up. The patient was last seen by their physician in (B)(6) 2011. The device remains in use. No patient complications have been reported as a result of this event.